Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10/ reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Visual evaluation of the provided pictures shows the products had been explanted. Foreign material remains on the stem component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: segmental distal femoral component catalog # 00585001202 lot # 62978969. Segmental polyethylene insert catalog # 00585001295 lot # 62271451. Segmental articular surface catalog # 00585002012 lot # 62949396. Stem collar 25 mm o.d. For use with 16 mm or smaller diameter segmental stems catalog # 00585204025 lot # 61960736. Report source: (B)(6). Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-01602.

Event description:
It was reported that the patient underwent a revision due to loosening. The surgeon removed existing implants and replaced with new. Attempt for further information has been made, but no further information has been provided.